Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. On (B)(6) 2020 the patient reported that he would like to have the alarm turned off, so it doesn't go off every 15 minutes. Per the patient it's been empty months and they don't use it anymore. No patient symptoms and no further complications were reported regarding the event.